Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990, scorpion, serial/batch number (B)(6). Was received for investigation. Visual inspection noted the moving jaw and pin is broken off and was not returned. The most likely cause for the reported failure can be attributed to wear and tear. The manufacturing date is 2018.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/23/2025, it was reported by a sales representative via (B)(6) that an ar-12990 knee scorpion top jaw broke off inside the knee joint. This happened while the surgeon was using the instrument as per technique and on the first pass attempt. This occurred during use in a case with no patient effect. The case was completed after receiving the broken piece and no further complications occurred. Additional information requested.